Manufacturer narrative:
This medwatch is a correction for mw [MFR # 1221934-2017-10474]. A check off for "device evaluation" this medwatch will refect that correction. UDI: (B)(4).

Manufacturer narrative:
The device was returned to the service center for repair. The reported problem could not be duplicated therefore, this complaint is not confirmed. The tips and rubber feet were worn out and the chamber holder and guide lines were twisted. Both were repaired. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. No further corrective or preventative actions are required at this time, and no complaint trends were identified in relation to this serial number device and the reported failure. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)

Event description:
It was reported by the biomed that during a knee arthroscopy procedure some water went over the tubulure limit to the pump. Then without any warning the pump went to high pressure. Surgeon realized that the pressure was too high because the knee was getting big and some liquid passed to the tissue which kind induce some medical issue for the patient. The pump was turned off as soon as they understood. They changed the tubulure but the procedure could not be complete as the surgeon wished. Possibility of medical consequences, the surgeon needs to examine the knee later on.